Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2012, in the common bile duct (cbd) for treatment of a 4cm stricture. According to the complainant, during the procedure, the stent failed to deploy. The stent was reconstrained and then removed from the patient. It was confirmed that there were no visible issues with the device. The stricture was reported as severe, and the patient's anatomy was not dilated prior to the attempted stent placement. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent cover was damaged at the distal end, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported issue of stent cover damaged. A visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. No issues were noted with the profile of the device. During analysis, it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn from the outer sheath. The inner shaft was kinked at the skived area and also along the length of the compressed area of the inner shaft. Stent cover damage was noted at the distal end of the stent. No other issues were noted with the device. The most probable root cause classification of this investigation is operational context. This is defined as the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) and similar complaints review could not be performed as the lot number was unknown. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.